Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify failed battery test alarm, battery out limit alarm due to blank display. The insulin pump was received with cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer stated the insulin pump turned off and was unable to get it back on. The troubleshooting passed and customer stated the display returned. Customer stated the insulin pump had a cracked. The customer's blood glucose was unknown. The customer received a battery out limit while on the phone. The customer also mentioned that the insulin pump had a failed battery. The customer stated the insulin pump alarmed after battery change. Customer declined troubleshooting for battery out limit and failed battery. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.